Event description:
The patient states that he had symptoms of disorientation, but was unable to differentiate whether they were due to a high or low glucose. At 18.11 his value was 544 mg/dl on the aviva meter, and he took 8 units of humalog. He then repeated his readings over the next approximately 90 minutes, but took no additional insulin. These values were 282 mg/dl at 18.59; 292 mg/dl at 19.10; 356 mg/dl at 19.26 and 328 m/dl at 19.38. He then called his physician's office and they advised him to go to the hospital's ER. He did so and arrived there at about 20.00. The hospital's glucose was 40 mg/dl. He was treated with intravenous glucose, a sandwich and apple juice and recovered completely. The meter readings resulted in a delay in treatment and perhaps inappropriate initial insulin treatment. Requested return of suspect device and strips; however, customer no longer has strips and has discarded them. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.